Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose was 529 mg/dl and performed a correction bolus to correct. Reportedly, the customer cleared the alarm and resumed insulin delivery. Customer declined to provide additional information regarding the reported issue, and declined troubleshooting with tandem technical support. No additional patient information was available.